Event description:
In 2008, a female underwent initial aaa repair as labeled. The main body was deployed inaccurately covering renal arteries. Then the proximal sealing site was balloon dilated, which closed the gap between the main body and the renal artery, and the left renal was occluded. To deal with the pt's narrow terminal aorta, a converter and occluder were placed and a femoral-femoral bypass was conducted. Subsequently, a renal stent was inserted from the suprarenal stent area and placed in the left renal artery. This opened up the occluded renal artery. The physician considered the kissing balloon technique first but shifted to a fem-fem bypass as the narrowing of the terminal aorta was extensive. Main body was deployed inaccurately covering renal arteries. Although the initial angiography showed both renals, after ballooning with another MFR's device, no gaps were left in the vessels and the left renal was occluded.

Manufacturer narrative:
No product was returned for investigation. This device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. An internal clinical review of this report concluded that this event was the result of user error. Nevertheless, the appropriate individuals were notified of this event, and we will continue to monitor for similar reports.